Event description:
It was reported that this pacemaker was found to be depleting faster than expected. A battery depletion error message appeared. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption in gradual fashion, consistent with hydrogen degradation of a component. Technical services (ts) recommended device replacement because of this anomaly. As a result, the device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. The report contains a correction to the h1 report type, while the explant and coding had been previously reported the event had been reported as a malfunction instead of serious injury.

Event description:
It was reported that this pacemaker was found to be depleting faster than expected. A battery depletion error message appeared. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption in gradual fashion, consistent with hydrogen degradation of a component. Technical services (ts) recommended device replacement because of this anomaly. As a result, the device was explanted. No adverse patient effects were reported.